Event description:
It was reported that dr. (B)(6) noticed cracks in the handle during cup impaction.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to the manufacturer.

Event description:
It was reported that dr. (B)(6) noticed cracks in the handle during cup impaction.

Manufacturer narrative:
A DHR review dor reported lot was satisfactory. Chr indicated that there were no similar events for this lot. Visual inspection was performed as part of (mar). The report concluded the fracture most likely occurred from a rotational load being placed on the impactor/postioner during use. No material or manufacturing defects were observed on fracture surfaces examined. The root cause was determined to be a design issue. A design change was initiated to modify of the radel handle, internal shaft geometry, and strike plate of the universal impactor/postioner. Reported device was manufactured prior to design change implementation.